Event description:
A (B) (6) female presented to ER with chest pains. Catheterization and stent placed. Thrombus developed after returning to ICU. Taken back to cath lab to have stent revised. After that, she did very well.